Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 641 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated with insulin pump in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer states insulin pump alleging possible under delivery. Customer unable to describe any possible damage to the drive support cap. The devices will not be returned for analysis.